Event description:
#Medwatcher #(B)(4). Extreme bloating. Heavy bleeding that led to me becoming anemic. Severe back pains during periods. Doctor offered to perform ablation or take birth control pills to help regulate cycle.